Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door switch was replaced. The imaging system then passed the system checkout and was found to be fully functional. Concomitant medical products: other relevant device(s) are: product ID: bi71000166. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system displayed the gantry door was open when it was mechanically closed. There was no patient present when this issue was identified.